Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was tissue was found in helix of the left bundle branch (lbb) right ventricular (rv) lead. The lbb rv lead was not used and was replaced. No patient complications have been reported as a result of this event.